Event description:
Loss of integration and no other information reported.

Manufacturer narrative:
N/a.

Event description:
Loss of integration and no other information reported.

Manufacturer narrative:
N/a.